Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted the main body separated from the twist clamp. The reported condition was verified. The cause of the broken occluder feet could not be determined, however, exposure to chemical agents such as foreign solvents, dyes, or cleaning agents can damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which revealed the twist clamp (sleeve) was separated from the light blue main body. The reported condition was verified. The cause of the condition could not be determined, however, is most likely due to broken occluder feet which could potentially be due to exposure to chemical agents such as foreign solvents, dyes, or cleaning agents. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and white twist clamp of a minicap extended life pd transfer set. The event was further described as ¿twist portion of the clamp (white part) continues to twist off. Twist clamp continues to twist all the way around, does not stop once fully opened, and continues to twist¿. This was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.